Event description:
During the procedure of a left knee arthroscopy, a 4 mm aggressive shaver was used to debride/shave the cartilage. While the shaver was being used, part of the distal tip broke off inside the knee. Surgeon retrieved the piece with a straight hemostat without having to perform an open arthrotomy, which may have been necessary had the doctor not been able to grasp it. C-arm fluoroscopy was utilized at the end of the procedure to verify no fragments were remaining inside of the knee. The shaver was a repurposed item from stryker (B)(4).